Event description:
On (B)(6) 2013, leica microsystems received info from the organization regarding the final status of tissue samples processed in the three (3) "2hr xylene free/formalin" protocols from which sub-optimal tissue processing was reported by the complaint. The info received stated that the pathologist was unable to render a diagnosis for the tissue samples from 10 patients, and that as a consequence re-biopsy of this pt was conducted on (B)(6) 2013. Refer to MFR report #8020030-2012-00064 submitted for the peloris tissue processor and 8020030-2013-00005, 8020030-2013-00006 and 8020030-2013-00007 for specific details of the other pts involved.